Event description:
Attempted to initiate vidaza ivpb via channel b. No other meds/syringes were previously administered via port. Upon hitting "start" button to begin infusion, pump began to alarm proximal occlusion b. Unable to clear alarm. Had to change primary tubing and was able to start infusion without any further issues/alarms.